Manufacturer narrative:
Additional information: based on the received information from the field, damage to the active electrode due to device minute mobility is suspected. An increase of hi channels over time could be observed. In addition, a full insertion of the active electrode into the cochlea could not be achieved at the time of implantation. According to the implant registration card one channel was left out. Furthermore, it is reported that the recipient never had satisfactory perception with the device, which is likely related to the pre-existing medical condition e.g. Auditory nerve hypoplasia of the recipient. A re-implantation is not considered.

Event description:
In situ measurements show increasing affected channels over time. No trauma or accident is reported. The user's auditory performance has never been satisfactory. The user has other difficulties and her responses are not consistent but a decline was noticed. Re-implantation is not considered at this time.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements show increasing affected channels over time. No trauma or accident is reported. Further information regarding the user's auditory performance and CT imaging results is awaited. Reimplantation is suggested.